Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the second call on (B)(6) 2019 because customer was hospitalized due to high blood glucose on unknown date. Customer¿s blood glucose of 411 mg/dl at the time of incident. Later on, customer had first called in (B)(6) 2019 and he was admitted because of diabetic ketoacidosis. Customer did not wish to continue troubleshooting. The insulin pump will be returned for analysis.